Event description:
It was reported that, during procedure and after sedation of the patient, the console issued error code 4 (footswitch fault). The procedure was cancelled due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.